Event description:
It was reported that the patient was experiencing inadequate stimulation, and the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks prior to the date the manufacturer became aware of the event.